Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for vascular surgery that was unrelated to diabetes. The customer's spouse stated that five days following the surgery, the customer started experiencing high blood glucose levels and the hospital switched her from her insulin pump to an insulin drip. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.